Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft delivery system was inserted and removed from the patient during an attempted endovascular treatment. The patient had a staphylococcal infection prior to the attempted implant of the device. A bifurcate stent graft was not implanted. It was reported that, during the index procedure, a lateral crease was formed on the graft cover of the delivery system while the device was attempting to be implanted. The damage to the delivery system made any further attempt to deliver the device unsuccessful. The physician elected to cancel the procedure. Per the physician, the cause of the event was due to the patient vessel morphology and calcification within the access vessel. No additional clinical sequelae were reported and the patient is fine.